Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope image deteriorates like an analog image for a few seconds. The image quality deteriorates for about 2-3 seconds during surgery. The issue occurred during a therapeutic appendectomy procedure. There were no reports of patient harm.

Event description:
There is no additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely caused by an abnormality of the circuit board inside scope connector or image unit. However, the root cause could not be specified. It is possible that abnormality such as tear of outer sheath of the image unit cable occurred. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 IFU operation manual ¿dangers, warnings, and cautions¿ ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope_ 3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.